Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead, exhibited an atrial pacing impedance measurement out of range. Technical services (ts) reviewed the data and identified a signal artifact monitor (sam) episode with oversensed noise, consistent with a possible lead integrity issue. The patient has chronic atrial fibrillation, which made noise detection challenging; stored episodes displayed low amplitude signals with under sensing. Ts discussed the option of disabling atrial sensing and provided programming recommendations. A lead fracture was suspected. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead, exhibited an atrial pacing impedance measurement out of range. Technical services (ts) reviewed the data and identified a signal artifact monitor (sam) episode with oversensed noise, consistent with a possible lead integrity issue. The patient has chronic atrial fibrillation, which made noise detection challenging; stored episodes displayed low amplitude signals with under sensing. Ts discussed the option of disabling atrial sensing and provided programming recommendations. A lead fracture was suspected. No adverse patient effects were reported. This system remains in service.